Event description:
A system error 2240 message appeared on the display of the home pt's homechoice macine during drain 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt's transfer set was not connected to the pt line of the homechoice set at the time of the alarm. The home pt reported that they disconnected to use the bathroom and then fell asleep before they reconnected. The home pt reported that they woke to the homechoice machine alarming and they reconnected their transfer set to the pt line of the homechoice set. Baxter's technical svc ctr assisted the home pt in ending therapy. The home pt reported that they completed therapy with manual exchanges. No pt injury or medical intervention was associated with this incident, per the home pt.